Manufacturer narrative:
This report concerns the alarms indicating a turbine module communication error. The reported issue regarding the battery, and the corresponding power related technical alarms has already been handled under the ot ref no. 339983. The technical error alarm indicating a turbine module communication error was confirmed during the log evaluation. Ventilation is not possible when this alarm activates. The other reported alarms are a consequence of this communication error alarm. The software version that was being used during the event was sw 2.1. Corrective actions regarding this issue has been implemented in sw versions 2.2 and 4.0. The recommended action is to always use the latest released software.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated multiple technical error codes indicating power errors while it was in the standby mode. There was no patient involvement. Manufacturer's ref.#: (B)(4).